Event description:
During remote follow-up, inappropriate automatic mode switch episodes due to competitive atrial pacing resulting in the patient becoming symptomatic were noted. Abbott technical support was contacted and reprogramming is anticipated to be performed to resolve the event. No intervention has been performed. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by reprogramming the device and the patient experienced no symptoms during the event. The patient was in stable condition.